Event description:
It was reported that about a year and a half prior to the date of this report the patient had acute pain on the underneath of her right side and the device was "bothering her." The health care provider ended up revisiting it, and the device was now sitting on top of her right buttock region. The patient felt much better afterwards and the therapy was working "fine."

Manufacturer narrative:
Product ID 377745, lot# j0555578v, implanted: (B)(6) 2006, product type lead product ID 37742, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).